Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was directed by physician to use a intermittent catheter at home four times per day. Physician set up a delivery system from liberator or bard with the magic3 go intermittent urinary catheter. Within a matter of two days of using said catheter, patient developed a urinary tract infection (uti). No antibiotic resolved the issue. They had to work with an infectious disease physician, who thought they were treating a drug-resistant bacterium. Five months into treatment with the infectious disease physician, they received notice from the catheter distributor of an immediate recall of not only the type of catheter they were using but also of all the serial numbers of the catheters they had used. As it turns out after two months, their physician determined they no longer needed to use the catheter, and the urinary tract infection (uti) cleared up. Physician had them remain on the out-of-pocket, expensive medication for a year and a half to ensure that the bacteria was removed from their body. The vaginal pain, the irritated bladder (for over a year on the long-term medicine, the mental angst of being fearful of bladder and ultimately kidney disease, the cost, liberator and bard have dismissed their concerns. They still have some of the catheters with the recalled serial numbers. The infectious disease physician believed that the urinary tract infection (uti) was more than a coincidence. The compromised catheters caused them to re-infect themselves each time they used one. Bard would not confirm if other people were impacted and have dismissed their very real concerns. They have all the dates and medications for the uti.

Event description:
It was reported that customer was directed by physician to use a intermittent catheter at home four times per day. Physician set up a delivery system from liberator or bard with the magic3 go intermittent urinary catheter. Within a matter of two days of using said catheter, patient developed a urinary tract infection (uti). No antibiotic resolved the issue. They had to work with an infectious disease physician, who thought they were treating a drug-resistant bacterium. Five months into treatment with the infectious disease physician, they received notice from the catheter distributor of an immediate recall of not only the type of catheter they were using but also of all the serial numbers of the catheters they had used. As it turns out after two months, their physician determined they no longer needed to use the catheter, and the urinary tract infection (uti) cleared up. Physician had them remain on the out-of-pocket, expensive medication for a year and a half to ensure that the bacteria was removed from their body. The vaginal pain, the irritated bladder (for over a year on the long-term medicine, the mental angst of being fearful of bladder and ultimately kidney disease, the cost, liberator and bard have dismissed their concerns. They still have some of the catheters with the recalled serial numbers. The infectious disease physician believed that the urinary tract infection (uti) was more than a coincidence. The compromised catheters caused them to re-infect themselves each time they used one. Bard would not confirm if other people were impacted and have dismissed their very real concerns. They have all the dates and medications for the uti.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: 1. Always wash hands prior to use. 2. Open the catheter package by gripping the white v notch and tearing downwards until insertion sleeve is fully exposed. 3. Positioned comfortably with thighs spread apart, clean the opening to the urethra- and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 4. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5 or 2.5-3.8 cm). 5. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 6. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 7. Wash hands. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.